Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (up to 350 mg/dl). Reportedly, the contact recalled seeing that the pump was not delivering the entire amount of basal but could not recall specific details. Elevated blood glucose was addressed by delivering boluses via the pump.